Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The qc was acceptable on the morning of the event but it went extremely low after running the patient samples. The field service engineer performed a full instrument check and found that the reagent pack was not good. He inspected the rinse tubings, the gear pump head pressure, and the rinse level in the cells. No hardware problem was found. The customer replaced the ca2 reagent pack. Calibration and qc were performed and they passed successfully. The customer then ran patient samples and the results were as expected. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' plasma samples tested with calcium gen.2 (ca2) assay on a cobas 6000 c501 analyzer. Sample 1: initial result: 0.24 mmol/l. Repeat result: 2.33 mmol/l. Sample 2: initial result: 0.23 mmol/l. Repeat result: 2.30 mmol/l. Sample 3: initial result: 0.23 mmol/l. Repeat result: 2.31 mmol/l. Two out of the three results were not reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
A new reagent pack was put on the instrument and calibrated on 27-nov-2023. The same pack was calibrated on 27-nov-2023 and 28-nov-2027 with no alarms noted. The original reagent pack was last calibrated on 28-nov-2023 and showed "standard error" alarms. The alarm trace showed multiple alarms including bath water level sensor alarm, controller alarm, and cell rinse cleaner short alarm. During the investigation, the customer reported that they adjusted the calibration standard for ca from 0.0 to 0.00 and most likely did not account for the stand-by reagent pack on board. The investigation did not identify a product problem. The cause was consistent with a user error. The troubleshooting activities (replacing the ca2 reagent pack) performed by the customer resolved the issue. No further issues were reported afterward.